Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when the distractor leg became detached and lost. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation at this time.a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the synthes sales consultant was sets together from a surgical case that took place on (B)(6) 2015, the consultant noticed the distractor leg was missing on a matrix distractor rack. The consultant then checked the other matrix distractor rack. While inspecting the legs, one broke off. There was no report of patient harm or surgical delay during the (B)(6) 2015 surgery. This report is 1 of 2 for (B)(4).